Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock which converted the ventricular tachycardia (vt) over to ventricular fibrillation (vf). Two more shocks were delivered and converted the vf back to sinus rhythm with the third shock. Data was provided for review, boston scientific technical services confirmed the accelerated rhythm and noted that the third shock successfully terminated the rhythm. There could be multiple root causes of these occurring including inappropriate vector selection, sensing issues, and inappropriate programming. Device optimization programming suggestions were provided. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock which converted the ventricular tachycardia (vt) over to ventricular fibrillation (vf), which got initially under-sensed. Two more shocks were delivered and converted the vf back to sinus rhythm with the third shock. Data was provided for review, boston scientific technical services confirmed the accelerated rhythm and noted that the third shock successfully terminated the rhythm. There could be multiple root causes of these occurring including inappropriate vector selection, sensing issues, and inappropriate programming. Device optimization programming suggestions were provided. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.